Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t10996n with normal "apparently healthy" donors. Multiple replicates were tested for each donor sample, all tni results were below the product insert 99th percentile cut-off concentration for healthy individuals (<0.05 ng/ml). No issues with tni recovery observed. Manufacturing batch records for lot t10996n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2019, a (B)(6) female presented to the ER with complaints of palpitations. Patient tested on triage: 22:52 initial troponin result of 0.09 ng/ml obtained. 23:10 repeat troponin result of <0.05 ng/ml obtained for confirmation. Same blood. Meter sn (B)(4). Expanded results from email attachment: 22:52: ck-mb <1.0; myo 31.0, 23:10: ck-mb 1.1; myo 43.5. Other tests included bnp 15.1pg/ml. Patient was discharged home with a diagnosis of palpitations and hypokalemia. Patients medication history included estradiol patch, creon, motegrity, vsl, omeprazole, ibuprofen and carvedilol. The customer stated they do not to have a cutoff for the triage but results <0.05 are normal; results = or >0.05 require further examination, testing, evaluation, etc. From the meter printouts provided, they are using >0.05 as abnormal.